Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "rev rtka w/ poly exchange for infection." A 3x11 ts insert was exchanged for another. Rep confirmed that no further information will be released by the hospital or surgeon.